Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence/pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Per additional information received,having some bladder spasms - she had a sling 8 days ago. Per dr lowe patient was told spasms were normal. Void ok and had no leakage. Mild urinary tract infection. Patient had a great result after pubovaginal sling. No leakage, trampoline dry. Incontinence with the severe cough and then she is worried that her repair might have become loose. She also has a tiny bit of pain after intercourse on the left hand side and a little discomfort when she puts in any tampon. Plan: advised her that no repair would prevent her from leaking or coughing with extremely full bladder if she coughs with a full effort. She is going to need to do a kegel contraction when she coughs or laughs on an ongoing basis in the future, but she is essentially tamponing dry now unless she has a very full bladder. Episodes of post operative bleeding and pain with intercourse, also pain with inserting tamponing. Assessment: status post sling. Urethropexy and pain secondary to urethropexy. Pelvic pain, irregular menses, pain and bleeding with intercourse and yellow discharge - pain suprapubically - granulomatous tissue post operative urethropexy - refer to dr. Lowe. She is emptying well, noted some granulation tissue. Unable to have sexual intercourse -she is emptying well, noted some granulation tissue. Unable to have sexual intercourse - she describes the discomfort as 8/10. She had no problems with the sling initially, then developed severe cough. She had pain for two to three months. It resolved, but now the pain has come back. On examination there is a rough area where we had expected the sling to be in the mid-urethra. Cysto and CT to be done with a plan for probable eventual removal of the sub urethral portion of the sling. She is emptying well, noted some granulation tissue. Unable to have sexual intercourse - she describes the discomfort as 8/10. She had no problems with the sling initially, then developed severe cough. She had pain for two to three months. It resolved, but now the pain has come back. On examination there is a rough area where we had expected the sling to be in the mid-urethra. Cysto and CT to be done with a plan for probable eventual removal of the sub urethral portion of the sling. CT abdomen and pelvis reveals no periurethral or lower pelvic sling region abnormality, nonspecific left adnexal and right adnexal cystic lesions, which may be physiological vascularized follicles. Consider pelvic ultrasound. Underwent cystoscopy under anestacon per urethra. Sling exposure - she understands and would like to proceed. Underwent vaginal exploration and excision of periurethral vaginal sling under general anesthesia. Yes. As per the available medical records, patient did not develop any complications and did not undergo any additional surgery. However she had pelvic pain, constipation and bloatedness.